Manufacturer narrative:
Beginning 05/31/2002, us and (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was mfg on 04/10/2007 and was last repaired on 04/09/2013 for a non-related issue. Evaluation of the device observed that the device made a metallic noise when running and the reciprocating was observed to vibrate up and down when viewed under the stroboscope. It was also observed that a needle bearing fell out during removal of the head. The e-ring was missing and discoloration was observed. Prior to repair, the device was within calibration specifications at all settings. The device was in for repair at zimmer surgical four months ago. Therefore, improper handling was most likely the cause of the missing e-ring. The missing e-ring most likely caused the excessive up and down vibration of the reciprocating arm, which was most likely the cause of the event experienced by the customer. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome would not cut right. Add'l clinical follow up with the customer indicated that there was no pt injury or extension in surgical time.